Event description:
A report was recieved that a collision occurred between the grantry arm of the unit and a step stool. The patient was evacuated from the the room. An attempt was made to repair the unit. Following the repair the source was exposed during a test and remained stuck in the fully exposed position.